Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low reservoir. Customer's blood glucose at time of incident was 116 mg/dl. The customer was assisted on how to clear low reservoir warning. The customer didn't troubleshoot for the unexpected restart alarm as we have already replaced the pump.